Event description:
Pt reports a pump malfunction for serial number (B)(6). Pt reports the display screen has blacked out and they cannot operate the pump. Pt reports the pump still runs and their infusion ongoing, but without visibility of the display it's hard to know the status of the pump and if it is at the right settings. Pt reports they tried power cycling and replacing the batteries, but the display still malfunctions. Pt confirmed their backup pump still works fine with no issues and they have switched to the backup pump. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not available. Photographs were not provided. Current IV remodulin dose: 169ng/kg/min. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved. Diagnosis for use: pulmonary arterial hypertension.